Event description:
The caller reports that he felt hypoglycemic and obtained the blood glucose result of 146mg/dl on the accu-chek advantage system. He "passed out" a few minutes later. The customer's wife poured apple juice down his mouth while he was "passed out". The customer "came to" after treatment. The emergency medical technicians tested the customer and obtained the blood glucose result of 184mg/dl on the professional meter. No additional treatment given to the customer. The customer declined to go to the hosp. New system sent and return requested.